Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to an allergic reaction. Reportedly, the field representative believed that the patient had an allergic reaction and wanted to know what the materials in the system were. Boston scientific technical services (ts) sent material lists for the device and leads but do not have specific details for non-boston scientific product. Additional information received indicates that the physician requested a patch kit for allergy testing and stated that they were looking for an alternative device. Ts stated that they do not provide materials for patch testing. Furthermore, the patient had reportedly rejected two devices. There were no additional adverse patient effects reported. All available information indicates that as of this time, the lv lead was explanted.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to an allergic reaction. Reportedly, the field representative believed that the patient had an allergic reaction and wanted to know what the materials in the system were. Boston scientific technical services (ts) sent material lists for the device and leads but do not have specific details for non-boston scientific product. Additional information received indicates that the physician requested a patch kit for allergy testing and stated that they were looking for an alternative device. Ts stated that they do not provide materials for patch testing. Furthermore, the patient had reportedly rejected two devices. There were no additional adverse patient effects reported. All available information indicates that as of this time, the lv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture the return date and investigation results.